Event description:
During transfer, attendant removed shower chair from underneath suspended patient in order to dress a pressure sore. The motor band broke releasing the patient to the floor since the shower chair had been removed resulting in a fracture to the patient's left hip and a chipped front tooth. Reference report number: (B)(4).